Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope air/water tube and cylinder and jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope air/water tube and cylinder and jet tube had foreign matter. Based on the results of the investigation, most probable cause of the reported failures found during investigation, can be traced to failure to follow instructions. According to the investigation, previous investigations showed that the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. However, if the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.